Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported there was a strong burning smell coming from the programmer. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed that the programmer had a burnt smell coming from the floppy disk drive and also the floppy drive was unable to read the diskette. It was also noted that the eject button on the personal computer memory card international association (pcmcia) card was broken. Product ID 229047 analyzer.